Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had buckling folds in the distal end of the cylinder and a hole at corner of a fold and wear in the distal end of the cylinder. Both cylinders did not pass the leak test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. The ms pump passed leak test, but did not pass the activation tests. Based on the information available, the leaks in both cylinders could affect the product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The pump and cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The pump and cylinder were explanted and replaced. No patient complications were reported.